Event description:
Pt was on home ventilator at the time of event. Per mom, the ventilator was alarming and according to the ventilator event log the ventilator was alarming. Event happened at pt's home on (B)(6) 2016. Pt reportedly went into arrest. After CPR was performed, pt was transported to hospital where she later died on (B)(6) 2016. We sent both ventilators back to MFR. The serial number of the ventilator that pt was on at time of incident is (B)(4). We also sent the back up ventilator in for eval also sn (B)(4). At the time of event, pt was having rr decreased for wearing purposes. Dates of use: (B)(6) 2016.